Manufacturer narrative:
Failure analysis confirmed button error alarm and no button response due to corroded keypad traces. Analysis was unable to perform rewind, basic occlusion, occlusion, prime, the excessive no delivery, and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 63 mg/dl at the time of incident. The insulin pump will be returned for analysis.